Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had new leads hooked up to their implantable neurostimulator (ins). The reporter stated they wanted to know if the patient programmer would work with the new leads. The reporter further stated they did not know when the patient had the lead revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v169817, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a-33, lot# v169817, product type: lead. Product ID 3487a-33, lot# v152693, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v169817, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# v152693, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had her leads replaced with new MRI compatible leads. It was noted that the patient's lead for her lower extremity pain was not functioning. It was thought that the lead had a crack in it. They were unable to reprogram to get stimulation in the lower extremities. The patient's lead for their upper extremities was working fine but was replaced as well. After the leads were replaced the patient was getting good therapy.